Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was due to the brake gap being out of specification. The archive data indicated system error 139 (unable to hold compression position), confirming the reported complaint. The autopulse platform failed functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, confirming the reported complaint. The brake gap inspection revealed a wide brake gap, out of specification. After clearing the system error using the apvision3 software, the platform could not maintain position during compression with the large resuscitation test fixture (lrtf). The brake gap needs to be adjusted within the specification to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that during the shift check, the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.